Event description:
Philips received a complaint by the customer on the v60 indicating that a navigation ring failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a navigation ring failure occurred. The navigation ring was confirmed at the repair center to be unresponsive. The customer was sent a quote for replacement of the front bezel with the navigation ring. The investigation is ongoing.

Manufacturer narrative:
It was reported that a navigation ring failure occurred. The navigation ring was confirmed at the repair center to be unresponsive. The customer was sent a quote for replacement of the front bezel with the navigation ring. The unit was sent to the repair center. At the repair center, the reported issue of the navigation ring not responding was confirmed via testing of the device. The repair center personnel replaced the front bezel with the navigation ring was replaced to resolve the reported issue. The repair center personnel replaced the front bezel with the navigation ring to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.